Event description:
The patient said that there was something loose near his internal device. He complained that his performance had decreased and that speech sounded like static. He described a popping sound that he heard while watching tv. He also reported that he has had headaches near to his temporal bone, on the same side as the cochlear implant. The pain was described as shooting and quick. The pain is also down near his collar bone. The patient also complains of having dizziness. This started in the last year. No trauma to the patient's head has been reported. The patient wears his device almost all waking hours, so he feels that his symptoms are primarily when he is wearing the device. All external equipment was checked for proper function and the patient has been reprogrammed on multiple occasions in attempts to resolve these issues.